Event description:
It was reported by service report that the cot had a broken retaining post assembly. The customer could not determine whether there was pt involvement or if adverse consequences occurred.

Manufacturer narrative:
Pin bracket.